Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the stent delivery system was returned for analysis a visual examination of the crimped stent found stent struts on the proximal portion of the crimped stent were distorted, overlapping and bunched distally from the proximal markerband. The type of damage evident to the crimped stent is consistent with an undeployed stent experiencing resistance during withdrawal attempts. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings were evident on the entire length of the balloon wall indicating overall crimp contact had been achieved between the coated stent and balloon. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the profile. The bumper tip of the device showed no signs of damage. No other issues were identified during the product analysis.· the manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(4) 2014. It was reported that crossing difficulties were encountered. The 100% stenosed, 2.25x32mm, concentric target lesion containing a lesion bend of >=90 degrees was located in a severely tortuous and a severely calcified left anterior descending artery (lad). A 2.25x32mm promus element ¿ drug-eluting stent was selected to treat the target lesion but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.